Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid rca and one endeavor sprint rx drug-eluting stents implanted to the proximal rca. On the same day, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to study device. Ref MFR # 9612164-2012-00016, 9612164-2012-00017, 9612164-2012-00018,

Event description:
Previously reported re-pta was of a non target vessel.

Manufacturer narrative:
Concomitant medical products: lipid lowering drugs, clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Correction to event date - (B)(4) adjudicated date of mi event was (B)(6) 2011 and not (B)(6) 2011 as previously reported.

Event description:
Patient underwent re-ptca of an unknown vessel approx 2 years 9 months post index procedure. Investigator assessed that the event was not related to the study device.